Event description:
It was reported the image of the video system center went out during diagnostic esophagogastroduodenoscopy procedure that was able to be completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h8 and h11. The device was not returned to olympus for inspection. However, a field service engineer (fse) was dispatched to customer site, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose serial digital interface cable. Based on the results of the investigation, for the reported malfunction of the image going out, the cause malfunction was of a loose serial digital interface (sdi) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.